Event description:
Report received from (B)(6) indicating that the device "will not run." It is known the device was not used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).